Event description:
Multiple recent dates for failed medtronic endoflip catheters. Failing during pre-checks. Reference report: mw5156205.

Event description:
Additional information received on 7/15/2024 to update manufacturer.